Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a heparin infusion started at 1730. The initial starting rate was 850u/hour (8.5 ml/hour) using a heparin bag of 25,000 units in 250ml. The rn entered room at 1800 to prepare patient to transport to the ward and noted the heparin bag to be nearly empty. The infusion rate was still set to 8.5ml/hour. It was noted that the infusion was then stopped there was patient involvement but no harm. It was then reported by the customer that their biomedical engineering team performed investigation on the pump module and discovered the following: during testing when attached to another pcu or another lvp through its left iui, alarms ¿channel error 13-1033-149¿. In error log, multiple invalid transition_fault errors found. Replaced left iui, error still persists. Contacted bd tech support, they¿ve stated it¿s a software issue and the pump needs to be reflushed. Flashed pump and issue resolved. Lvp door difficult to close, inspected door latch. The white portion of the door latch that aligns into the ail assembly is cracked and misaligned. Failed door ajar safety clamp sensor test expected door open result is "false" and actual door open result is "true". Replaced door latch and issue resolved. Ran rate accuracy test: after 12ml was infused, the biomedical engineer was able to hear that the motor had stopped running. However water continued to run freely through the set and only stopped at 68.69ml when door was opened and set was removed. The biomedical engineer was able to replicate the event through the rate accuracy test.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: describe event or problem, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a heparin infusion started at 1730. The initial starting rate was 850u/hour (8.5 ml/hour) using a heparin bag of 25,000 units in 250ml. The rn entered room at 1800 to prepare patient to transport to the ward and noted the heparin bag to be nearly empty. The infusion rate was still set to 8.5ml/hour. It was noted that the infusion was then stopped there was patient involvement but no harm.